Manufacturer narrative:
(B)(4). Batch # : unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: could you please provide more details for "device misfire"? Physician stated no staples came out of device. Were the staples deployed into the tissue? No. Were the staples seen in the surgical field? No. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy the device misfired. When opened there were no staples inside. A new device was used to complete the case with no patient consequences.